Event description:
It was reported to philips that the system was not switching on. The device was outside clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. A philips remote service engineer (rse) inspected the system remotely and confirmed the reported event. Analysis of the log files could not confirm any malfunction. A philips field service engineer (fse) inspected the system onsite and during troubleshooting found that the issue was with host pc connections. Fse reset the host pc connections. After resetting the host pc connections, the system was returned to use in good working order. The codes were updated based on the investigation outcome.